Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the pt has not recharged her ipg in over 3 months. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction number: 1627487-12192011-003-r.